Manufacturer narrative:
One sample received by our quality team for investigation. Through visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. This issue was determined to have occurred as a result broken tip from the injection crew. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Event description:
It was reported that the bd syringe plastipak 10ml s/su stopper was defective/damaged. The following information was provided by the initial reporter translated from portuguese to english: I hereby inform you about the occurrence of the product. - 10 ml syringe reason: the syringe plunger is loose and when the product was sucked in, it leaked through the walls. Val: (B)(6). Lot: 4108921. Available for collection. Additional information received - could you send photo samples related to this event? Unfortunately, the images were not able to analyze what happened in this notification. - is there any impact on the patient? If so, please explain in detail? No. - for sample collection and replacement, please inform information shared by the client and added in attachments - could you provide the number of the anvisa report? (B)(6) 2024 08 002243. - date of occurrence? (B)(6) - quantity affected? One unit.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.